Event description:
It was reported that during a laparoscopic colectomy procedure, the outer plastic ring, (blue), ripped from the edges. It was replaced. There was no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.